Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that there was a distorted light exiting the connector face and dim aim beam exiting the fiber tip, indicative of an internal connector fracture. The connector face also had burn marks. Fractures within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed.

Event description:
It was reported that the fiber was making a snapping sound when activated and it also screwed during the ureteroscopy procedure. The fiber stopped firing. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber indicated that there was an internal connector fracture.